Event description:
Customer reported a high blood glucose of 445 mg/dl. The customer treated their high blood glucose with 8.6 units of insulin and carbohydrates. Troubleshooting for high blood glucose did not find any symptoms of high blood glucose. The customer asked to have his insulin pump replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. Minor scratched lcd window, cracked display window corners, and cracked reservoir tube lip.